Event description:
Patient reports that twice in the past two weeks his extension tubing has leaked at the filter. Discussed the possibility that when that occurs that patient may get the wrong dose. Advised when this occurs the tubing should be changed and if possible not the lot information. Patient does not have the log information for the two tubing sets that leaked. Discussed the concern for infection. Author was unable to explain why the tubing leaked other than it was faulty tubing. No infection was reported at time of call, no other information available. Did we replace device? No. Did patient have a backup device they were able to switch to? Not applicable. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Patient switched tubing. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Unknown. Is the actual device available for investigation? No. Reported to (B)(6) by pt/caregiver.